Event description:
During preventive maintenance of the device, the backup batteries could not be charged in the fast mode. There were no adverse consequences to the patient as a result of this event.